Manufacturer narrative:
Our investigation into this customer product complaint consists of information that was provided by our field service engineer (fse). No logs were available. According to the information provided by fse, the claimed issue was not confirmed during the on-site visit. The device passed all performance tests and could be returned to clinical use. The root cause to the reported issue has not been determined as the device appeared to work to specification and as expected.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that ventilator generated o2 concentration alarm. There was no patient harm. Manufacturer ref.#: (B)(4).